Event description:
The customer of an advia labcell sample manager contacted the siemens customer care center (ccc) and stated that patient samples were delayed from testing on an advia centaur instrument. The customer stated that if one lot of reagent is depleted from the advia centaur instrument, the advia labcell sample manager does not recognize that another reagent lot is available for use on the instrument and disables the test, preventing patient samples from being processed by the instrument. It is unknown if there was any patient intervention or adverse health consequences due to the patient samples being delayed from testing.

Manufacturer narrative:
The initial MDR 2432235-2014-00303 was filed on april 25, 2014. Additional information (05/29/2014): siemens healthcare diagnostics global product support investigated the advia labcell sample manager software and the advia centaur software and determined that they were both performing according to specifications. It was discovered that the customer had loaded two different reagent lots for an assay that is "lot-locked," meaning that a new calibration card is required to perform calibration on the new reagent lot. The advia labcell sample manager disabled the test from the advia centaur instrument because there was not a valid calibration for the new reagent lot. The cause of patient samples being delayed from testing is a human factors issue. This device is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is investigating this issue.